Event description:
Rptr complains of irritable bowel syndrome, temporomandibular joint dysfunction, chest pain, pleurisy, severe arthralgia, severe carpal tunnel syndrome, dry eyes, fibromyalgia, severe hair loss, skin poisoning, psychosis, hypothyroidism, extreme vertigo, meniere's disease, scar capsule on implants, costochondritis, pericarditis, memory problems, swelling of body in general, swallowing problems, bladder spasms, urinary tract infections and almost miscarried last 2 babies.